Event description:
It was reported that a system error (se) 2240 (air in line) alarm occurred on the homechoice (hc) device. This occurred during dwell 4 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp) and instructed them to use a manual bag to complete therapy. The tsr also instructed the hp to contact their nurse regarding the situation. A leak was found in the set up. There was no adverse event associated with this report.

Manufacturer narrative:
(B)(4). As the device was not available, an evaluation could not be performed. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.